Event description:
The company was informed that the pt had a skin breakdown resulting in extrusion of the pt's internal device. Skin irritation from headpiece use was observed. The pt's internal device was explanted. The pt was treated with keflex for seven days. The pt was later reimplanted with another advance bionics cochlear implant on the contralateral side.